Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received the vibratory patient notifier presented in the clinic. Upon device interrogation, the right ventricular lead exhibited high out of range high voltage impedances. No intervention was performed the patient would continue to be monitored. There were no consequences to the patient.